Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and moderately tortuous vessel in the right coronary artery (rca). The 2.75x15mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion but did not inflate. It was noted that when pressure was released and made negative, blood appeared in the hub. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified and moderately tortuous vessel in the right coronary artery (rca). The 2.75x15mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion but did not inflate. It was noted that when pressure was released and made negative, blood appeared in the hub. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided. The bdc was not soaked prior to use. The bdc was prepared (air aspiration) outside of the anatomy prior to use and did not notice any issue with the balloon. The bdc was inflated once with a pressure of 8-10 atmospheres (atms) and the balloon did not inflate. No additional information was provided.

Manufacturer narrative:
H6: 2017 improper or incorrect procedure or method - incorrect prep the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.